Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported by the customer that "a medical device incident (mdi) with harm has been reported. Stryker variax 2.0 drill bit broke off in patient."

Manufacturer narrative:
The reported event could be confirmed as device was returned and matches the alleged event the received drill was visually inspected, and we can see that the fragment was broken and not returned for investigation purposes. The microscopic view of the breakage surface indicates brittle breakage caused by the application of high torsional and axial loads. The drill's cutting flutes also have nick marks, which indicate the device's usage. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause was attributed to user related, breakage was caused by application of combination of high load, torsional and axial in nature. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that "a medical device incident (mdi) with harm has been reported. Stryker variax 2.0 drill bit broke off in patient."